Event description:
The customer tested blood glucose and received a result greater than 400mg/dl. The customer retested and received a result in the 200's mg/dl. The customers relative took customer to the hospital. With in an hour the hospital received a result of 317mg/dl. The customer was given 4 or 5 units of insulin. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.